Event description:
A customer reported a past high blood glucose event with the highest level recorded at 563 mg/dl. Reportedly, the customer was using cold insulin. Tandem technical support educated the customer on insulin labeling. To address the situation, the customer changed the infusion set and cartridge. Recommendation was made to consult with a healthcare provider regarding diabetes management.